Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the helical aim arm lock device with the silver push attachment was catching on the bone and would not release. Also, the t handle ball driver could not be turned when up against the patient, the driving cap broke off, the multi hole wire guide was difficult to remove during surgery and the helical/screw extractor is difficult to change the length of the guide wire once the blade is in place. There was a twenty (20) minute surgical delay. This report is for one (1) helical blade/screw extractor. This is report 5 of 5 for (B)(4).